Event description:
It was reported that a control syringe component was "flimsy.".

Manufacturer narrative:
It was reported that a control syringe component was "flimsy." No information was reported on how the component was "flimsy" or how it was being used at the time the problem/issue was identified. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. The control syringe was received with its finger grips removed from the barrel. The finger grips were able to be slid back into place and the plunger was noted to feel loose when handling the syringe. There was no damage observed to the rest of the syringe. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.